Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an inability to breathe during the fill phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6)2024 through (B)(6)2024 due to acute respiratory distress (onset occurred during treatment). Radiological studies determined the patient was fluid overloaded, and she underwent several hemodialysis (hd) treatments which successfully resolved the patient¿s respiratory distress. Per the pdrn, the patient is non-compliant with her treatments (completing approximately 50%), and she has undergone multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy. The pdrn stated she did not support the patient¿s allegation of device malfunction or deficiency. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. The patient underwent several hemodialysis (hd) treatments while hospitalized, which successfully resolved the patient¿s respiratory distress. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was recovering from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of acute respiratory failure and fluid overload, which warranted hospitalization and multiple hd treatments for rapid ultrafiltration. Per the pdrn, causality was attributed to the patient¿s non-compliance, and multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy. The pdrn stated she did not support the patient¿s allegation of device malfunction or deficiency. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes and efficacy of therapy. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: d.9.,h.3.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an inability to breathe during the fill phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 through (B)(6) 2024 due to acute respiratory distress (onset occurred during treatment). Radiological studies determined the patient was fluid overloaded, and she underwent several hemodialysis (hd) treatments which successfully resolved the patient¿s respiratory distress. Per the pdrn, the patient is non-compliant with her treatments (completing approximately 50%), and she has undergone multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy. The pdrn stated she did not support the patient¿s allegation of device malfunction or deficiency. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. The patient underwent several hemodialysis (hd) treatments while hospitalized, which successfully resolved the patient¿s respiratory distress. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was recovering from the serious adverse events.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to an inability to breathe during the fill phase of ccpd therapy. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 due to acute respiratory distress (onset occurred during treatment). Radiological studies determined the patient was fluid overloaded, and she underwent several hemodialysis (hd) treatments which successfully resolved the patient¿s respiratory distress. Per the pdrn, the patient is non-compliant with her treatments (completing approximately 50%), and she has undergone multiple abdominal surgeries which caused significant scarring. The pdrn stated the patient is not a good fit for ccpd therapy. The pdrn stated she did not support the patient¿s allegation of device malfunction or deficiency. The pdrn reported that the patient¿s inadequate treatment quality is the same on manual therapy, as it is via the liberty select cycler. The patient underwent several hemodialysis (hd) treatments while hospitalized, which successfully resolved the patient¿s respiratory distress. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was recovering from the serious adverse events.